Event description:
The hcp reported the patient presented with redness and swelling. The site was not reported. The patient was treated with IV and oral antibiotics and total device system explant. The patient outcome was not reported.